Event description:
Please note changes to d10, g7, h2, h6 and evaluation.

Event description:
The staples were not formed properly and the surgical tissue, the duodenum, reopened. The pt was reoperated on and manual sutures were applied.